Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The catheter was returned with approximately 1.1cm of the distal tip detached from the device. The core wire broke along the length of the wire and not at the tip weld. The outer catheter extended beyond the core wire. Obvious signs of stretching was observed to the distal tip of the outer catheter. This may indicate that excessive force contributed to the event. Based on these results, the investigation is confirmed for a tip detachment; however, the definitive root cause for this event could not be identified. Due to the condition in which the sample was returned (i.e. Signs of stretching), it is possible that excessive force may have contributed to the event. It is unknown whether patient and/or procedural issues contributed to the event.

Event description:
It was reported that following treatment in the anterior tibial artery, the distal tip of the recanalization catheter detached during retraction from the vessel. Several attempts were made to retrieve the detached segment; however, they were unsuccessful. There was no reported patient injury.